Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer that the pump stopped insulin delivery, and the customer received a message that states to take the cartridge off and place it back on. There were no alerts or alarms found in the pump history. There was no reported impact to customer's blood glucose level.